Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator had an error stating "erroneous parameter values programmed." The device was reprogrammed to resolve the issue. The patient was asymptomatic throughout the event.